Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer called stated they had issues with sensor. Customer stated they had a calibration error. Customer stated they received several low alerts and went into suspend mode. He stated this morning it displayed 44mg/dl and he was 158mg/dl. Advised to remove and replace the sensor. Advised customer to confirm blood glucose level with finger stick. The sensor will be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.